Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v967809, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v967809, implanted: (B)(6) 2012, product type: lead. Product ID: 37092, lot# 301950001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Information was received from the technician that reported the patient felt dizzy, lightheaded, and tingling in their right hand when the holter monitor was turned on. They could see the pulses of the deep brain stimulator (dbs) device on his reading. The EKG was turned off and the patient felt the dizziness, lightheadedness, and tingling in his hand go away. They turned the EKG back on and the feelings returned. The patient was implanted for parkinson's dual and movement disorders.